Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on completion of the investigation. The following sections of this report have been updated: corrected h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions, and additional information added to h10. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the transcatheter heart valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The calcification of the valve was confirmed through medical records. An existing technical summary by edwards lifesciences documents the root cause analysis on valve calcification over the time in a patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing to reduce calcification variability and lower calcification levels. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. In this case, patient had hyperlipidemia. The lipid profile (primarily low hdl cholesterol, elevated triglycerides, elevated ldl cholesterol, and elevated total cholesterol) are important factors in calcification process. Hyperlipidemia is a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on clinical review of medical records received. The following sections of this report have been updated: corrected b3, corrected b5, additional information added to b7, corrected code in h6 health effect-clinical code, and corrected h6 device code. Investigation is ongoing.

Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 9750tfx 23mm sapien 3 ultra transcatheter valve, implanted in a preexisting surgical valve in the aortic position, underwent an explant procedure after an implant duration of 1 year and 1 month. Per clinical review of the medical records received, a tee approximately 1 year post implant revealed the valve had evidence of severe stenosis, with av mean gradient of 52 mmhg, av peak velocity of 4.89 m/s, and aortic valve area 0.6 cm2. The patient reported increasing fatigue and lightheadedness. The patient had one syncopal episode, trace lower extremity edema, and dyspnea on exertion. The sapien 3 ultra valve and preexisting surgical valve were explanted, and a new edwards surgical valve was implanted. The patient was discharged on post operative day 3. Pathology report of the valve post-explant revealed diffuse calcification of the possible soft tissue fragment, and the valve had marked calcifications.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned to manufacturer.

Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 9750tfx 23mm sapien 3 ultra transcatheter valve, implanted in a preexisting surgical valve in the aortic position, underwent an explant procedure after an implant duration of 1 year and 1 month. "Severe stenosis" was written on the implantation data card registration received from the hospital.